Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per spec due to high readings. Found sensor needle separated from sensor base. Unable to performed insertion test. Complaint against serter.

Event description:
It was reported the customer's sensor and needle hub was stuck inserted their inserter device. The customer's blood glucose was 115 mg/dl. It was also found the customer's sensor was able to be successfully inserted, but the needle hub was stuck inside the inserter. Customer also reported the sensor was pulled out of their skin when the inserter device was removed. It was also found the customer had a bad sensor alert. The customer was advised how to remove the needle hub from the serter. No additional information provided.